Event description:
It was reported that during an open procedure, the edge of the cartridge was broken. It was found before firing. The device was used on the ileum. The surgeon commented that the cartridge was not broken from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4; batch # 325c29. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the cartridge deck damaged, fully loaded with staples and the swing tab in the unlocked position. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 325c29, and no non-conformances were identified.